Manufacturer narrative:
Additional information was received on (B)(6)2020, the mentor failure analysis lab has received the device for evaluation. Patient's right sided device was found to be intact. The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the sample was found to be ruptured and received in three parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 425cc mentor memorygel breast left implant and a 400cc mentor memorygel breast right implant experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.